Event description:
Facility informed arjohuntleigh that an incident occurred on (B)(6) 2011 where a pt was being lifted with a maxilift. During the transfer, the pt fell and hit their head due to a sling detachment; facility states that this was due to the clip not being fully engaged. No further info was given about any injuries suffered.

Manufacturer narrative:
Please note that while this product is no longer mfg, previous medwatch reports for this product may have been submitted for the mfg site arjo med. Ab ltd (under registration (B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hosp equipment ab, and any medwatch reports will be submitted under registration (B)(4). As of the date of this report, the facility has not allowed an arjohuntleigh rep to inspect the device in question. Arjohuntleigh will continue to send requests to the facility about allowing a service tech on-site to evaluate the device. Additional info will be provided following the conclusion of the MFR's investigation.